Event description:
Additional information was received and it was reported that there was a crack in the catheter. The catheter was revised. The patient experienced withdrawal related to the event. The medication being delivered via the device system at the time of the event was fentanyl, bupivacaine, clonidine, and one other medication.

Manufacturer narrative:
(B) (4)

Event description:
It was reported that the pt experienced restless legs and leg pain between bolus doses that was previously managed by the medication. The pt states that she is "afraid she is not getting all the medication due to a catheter issue." She was concerned that she may have a tear in the catheter. The pt stated that "when she lays on her left side and gives herself a bolus dose, she feels a burning sensation within a 5 inch pump radius around her pump." This did not happen when she stood and administered herself a bolus. The medication being delivered via the device system was not reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4)